Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated. After telemetry troubleshooting with a new programmer, room, wand, and telemetry test, physician was still unable to communicate with the device. It was suspected that the implantable cardioverter defibrillator's battery had depleted due to lithium clusters since the device was on the battery advisory and not on remote monitoring. Replacement procedure was discussed. No interventions were reported. There were no consequences to the patient.